Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing ipg movement with tenderness at the implant site. It was also noted that the patient was experiencing pain in legs and lower back along with increased blood pressure. The physician stated that it is unclear whether these symptoms were directly device related. The patient underwent an ipg replacement and pocket adjustment procedure. The patient was reportedly doing well postoperatively.